Event description:
Caller reported that pump displayed reset screen unexpectedly. There was no reported impact to the customer¿s blood glucose level as caller declined to answer. Customer will use multiple daily injections as a backup therapy while tandem technical support replaces pump. Customer was instructed to put pump into storage mode and return it using prepaid label.